Manufacturer narrative:
Follow up information provided expressed that the physician followed the directions for use. The device was inspected for anomalies prior to use and none were noted to the packaging nor the device. The physician maintained continuous flush throughout the procedure. There was no report of excessive force used during the procedure. Device code: other for difficulty maneuvering the device to the intended location.

Event description:
It was reported that while the physician was prepping to use the stent (subject device) to treat a large bi-lobe aneurysm with two daughter sacks located in the basilar artery. The physician experienced difficulties attempting to remove the peelable sheath during preparation as it came into contact with the stent. The physician was able to remove the sheath, and continued with the procedure. The physician placed the guidewire in the right posterior cerebral artery (pca). It was reported that the patient's anatomy was mild in tortuosity. While the physician advanced the stent system over the wire, "the stent system went straight up into the basilar artery and perforated the artery". In the physician's opinion "the stent was pulled to the tip of the microcatheter, and the microcatheter would not make the turn to go into the right pca. Instead the system went straight up into the basilar artery and perforated the artery". The patient died due to the perforation. The device remains implanted in the patient.